Event description:
The customer reported the results from dilutions performed by the analyzers were not matching the results from manual dilutions for troponin t stat assay. The customer did not know if the samples were tested on elecsys 2010 analyzer serial number (B)(4) or serial number (B)(4). Of the data provided for three patient samples, only the data provided for one patient sample was a reportable malfunction. The actual date of testing was requested, but was not provided. The initial result was 66.81 ng/ml. The result when the sample was repeated six hours later with an auto dilution by the analyzer was 78.18 ng/ml. The results from manual dilutions of the sample were: 1:10 dilution was 102.4 ng/ml. 1:20 dilution was 97.8 ng/ml. 1:40 dilution was 101.2 ng/ml. 1:80 dilution was 105.6 ng/ml. The customer did not know which result was correct or which result was reported outside the laboratory. No patients were adversely affected. The troponin t reagent lot number and expiration date were requested, but were not provided. The field service representative determined the manual dilutions didn't match the automated system dilutions. He replaced the syringe drive unit, ran performance testing and ran a precision test pool 10 times with no dilution and five times at with a 1:10 dilution. He determined all system checks were successful and the system operation met specification.

Manufacturer narrative:
The investigation could not determine a specific root cause. As a precision check exhibited no issues, a general hardware issue was found to be unlikely. A new calibration using a new lot showed no improvement; therefore a general reagent issue was unlikely.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).